Manufacturer narrative:
The device has not been received for eval. Add'l info will be submitted once the device is received and the quality investigation is completed.

Event description:
A sagittal saw attachment was sent for eval due to overheating. The event occurred during a routine field svc maintenance visit. There was no pt involvement, no adverse event was associated with the device.